Event description:
It was reported that the wound dressing was used to treat a skin ulcer post phlebitis on the left leg. The patient experienced an allergic reaction during use of the product and was seen by the dermatologist. The patient was diagnosed with a contact dermatitis. The product was discontinued and the patient was treated with topical corticosteroids and systemic anti-staminics.

Manufacturer narrative:
H6: the actual returned device was evaluated. There is a suture present of the drain at the site of the break. The breakage of the returned device was compared to a breakage of a control sample that was nicked, cut or punctured under control conditions. The break characteristic that occurred in the returned device is similar to those that occur with controlled samples that have been cut, slit or exposed to a sharp edge under controlled conditions. The evaluation indicated that the returned device might have come into contact with an object causing a surface nick, puncture or cut on the tube section of the drain. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed sharp-cornered or even blunt instruments, as punctures, surfaces cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and /or fragment retention in the wound."